Event description:
It was reported that the ilet pump¿s touchscreen became unresponsive along the top portion of the display, with a visible crack across the top left; the user could unlock the pump and access the graph screen but could not select the back arrow or other top-screen elements, while the device continued dosing. Symptoms included no injury. Outcomes included the need for replacement and user inability to navigate the device interface. Investigation included remote troubleshooting and education. Investigation of this case revealed physical screen damage with impaired touch functionality consistent with a cracked display affecting the touch sensor and screen assembly. It was concluded, based on previously established findings for similar reports, that the cause was device damage from external mechanical stress of undetermined origin.

Manufacturer narrative:
Initial.